Manufacturer narrative:
The device was received. Investigation is not complete. This report represent all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device shuts off by itself when running on ac power. The device was returned to the biomedical department for a report of "shuts off by itself". No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events while the device was in clinical use. No additional information was provided.